Manufacturer narrative:
Eval: handle.

Event description:
It was reported by service report that the pt right siderail did not lock/unlock properly. No pt involvement or adverse consequences are reported.